Event description:
On (B)(4) 2010, a home patient (hp) was priming the homechoice (hc) machine. During priming, the hp heard a loud pop and saw sparks. As a result, there was power failure. The hc will be returned to baxter for evaluation. No further information could be obtained at this time.

Manufacturer narrative:
(B)(4). The device was requested, however, it has not yet been received. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.